Event description:
It was reported the pt is no longer receiving effective stimulation and his stimulation was auto-reducing. An sjm rep met with the pt and lead diagnostics showed multiple invalid impedances. Reprogramming was unable to resolve the issue. The pt has suffered several falls and has not used his scs system since aug 2012. The pt is working with his physician to determine the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.